Event description:
It was reported that vassallo gt .014 g14 (the product) was used in a case of a lesion in the below-knee area with moderate calcification and occlusion rate of 100%. After using a non-filmecc guide wire, the physician replaced it with the product with higher penetration force (with higher rigidity at the tip) and continued the procedure, but was unable to pass through the lesion and perforated the vessel wall. It was determined that the procedure would be difficult to continue, and a 5-minute balloon occlusion was performed at the central part. The procedure was completed without any problems and there were no health hazard on the patient.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review]no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure (vgw1419g14, vgw1419g40) over the past three years showed that there were no vessel perforation occurred. [Returned product investigation] since the product was already discarded in the user facility, the product was not available for the investigation. Based on the provided information, it was presumed that the product was unable to pass through the hard lesion and perforated the vessel wall due to the misdirection of the tip of the product, although the procedure was performed using the product with high penetrating force to pass through the lesion with calcification and stenosis. As a result of above investigation, it was concluded that this event was not attributable to the product quality. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings]: always advance and withdraw the guide wire slowly. Observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]: possible complications and adverse events of guide wire use include, but are not limited to: damage to a vessel, including possible vessel perforation.